Manufacturer narrative:
(B)(4). Batch # u5a401. (B)(4). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recess below the reload deck. The retaining pin was not connected to the coupler and pushrod. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an open anterior resection, the closing lever was stiff to grasp at the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.